Event description:
It was reported that multiple remote transmissions displayed alerts for out of range high voltage lead impedance. The high voltage lead impedance trend indicated all vectors were within the high voltage lead impedance range. The pt was brought into clinic and the impedance alert was cleared.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3 company rep.